Manufacturer narrative:
A philips technical consultant (tc) went onsite to investigate with a new speaker and main board for the mx 750. The tc was unable to replicate the reported fault and noted a possible intermittent issue on the x3 device being used at the time of the event. The tc upgraded the software to the latest version of revision "p"; performance verification passed. Information was requested to confirm the speaker was not producing sound at the time of the issue; however, no further information was provided. Based on the information available and the testing conducted, we were unable to replicate the reported problem. The reported problem was not confirmed. The device was operational. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete. (B)(6).

Event description:
Philips received a complaint on an intellivue mx750 patient monitor indicating that there was a speaker malfunction on top. This is seen on the central station as it is connected. The customer rebooted the system and no error seems to happen, but now it has appeared back again. It is unknown, if the speaker was able to produce sound at the time the speaker malfunction error message was occurring. It is unknown if the device was in clinical use at the time the issue was discovered. There was no adverse event or patient harm reported.